Event description:
During a standard sfa procedure in 2009, the tip of a 7 french raabe sheath caused a problem when being inserted into the pt. The physician did a diagnostic and everything was fine, so took the sheath and did a cross over on a super stiff wire guide. This caused a hematoma in the male pt, so the physician had to act quickly by holding pressure while changing the product to get the case done. The pt is fine.

Manufacturer narrative:
Evaluation summary: each device is inspected 100% to confirm distal tip of sheath is sanded and free of rough edges and confirm smooth transition between sheath and dilator at sheath's distal end. Additionally, the instructions for use (IFU) that is sent with each device states in step 4, "insert the dilator completely into the introducer..."; however, no instruction for verification that the dilator has indeed been completely inserted into the introducer. The following scenarios may have singly or in combination contributed to the described damage concerning the suspect device: it is possible the introducer was inserted at an angle, creating a gap between the sheath and dilator, which would result in a shoveling effect, causing the sheath material to crease at the tip. It is also possible the dilator was not properly secured within the opti-loc fitting prior to insertion. This error would have allowed the dilator to slip backwards during advancement, resulting in a poor transition with the sheath. Furthermore, this incident may be a result of the device encountering tough tissues at the entry site. The complaint device was returned in an opened, used and damaged condition. A visual examination confirmed that two adjacent cross sectional quadrants of the distal tip were stretched, wrinkled and irregular (non-circular); however, the supplied ptwt snap fit dilator was not returned, so the quality of the sheath transition could not be confirmed. Nevertheless, the appropriate individuals have been notified and we will continue to monitor for similar events.